Event description:
It was reported that a cassette sensor damage was noticed during testing of a returned device. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. No error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as, when a cassette was attached to the pump, the latch lock sensor did not read it as locked. Root cause of the reported issue is unknown however, the latch lock sensor did not read for an attached cassette being locked. Replace the latch lock sensor. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.